Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
It was reported that the ventilator would not turn on. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the power management board to address the reported issue.